Event description:
The following was reported to hamiton medical ag: user claims that after swapping the batteries, technical error occurred after start-up. Device could not be started as the loading bar would stop at about 25% and not load any further. When starting in service mode, it can be seen that "pressure sensor board is missing" under hw version tab and technical state is not ok. Technical event: 231036 is shown on the bottom. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer#: (B)(4).